Event description:
It was reported that shortly after implant this right ventricular (rv) lead had high thresholds that had decreased some after the patient had a few av node ablations. The patient appears to still have intrinsic beats that were seen on presenting and other stored episodes. A few months later, there were a few stored episodes with noise and oversensing causing pauses of up to 4 seconds and one that had triggered an inappropriate atrial tachy response (atr) episode. The patient was brought into the clinic and further troubleshooting not able to elicit noise with deep breathing, valsalva, or aggressive pocket manipulation. However, provocative maneuvers using a seatbelt motion did create some noise that was not oversensed by the device. It was decided to explant and replace the rv lead to mitigate the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that complete lead was returned. Visual inspection found a few cuts in the outer insulation near the suture sleeve that were likely related to explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies to the conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reports of threshold or noise issues reported from the field. 3191 code was used to denote surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after implant this right ventricular (rv) lead had high thresholds the had deceased some after the patient had a few av node ablations. The patient appears to still have intrinsic beat that were seen on presenting and other stored episodes. A few months later, there were a few stored episodes with noise and oversensing causing pauses of up to 4 seconds and one that had triggered an inappropriate atrial tachy response (atr) episode. The patient was brought into the clinic and further troubleshooting not able to elicit noise with deep breathing, valsalva, or aggressive pocket manipulation. However, provocative maneuvers using a seatbelt motion did create some noise that was not oversensed by the device. It was decided to explant and replace the rv lead to mitigate the issue. No additional adverse patient effects were reported.